Event description:
Left knee arthroplasty performed in 1998. Pt reportedly developed osteolysis and revision surgery was performed in 2002. Medial compartment reportedly worn on tibial bearing component.